Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer reported that the user was able to remove the medication from the pharmacy resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer was not functioning. A field service engineer (fse) opened the back panel and found medication stuck between the upper and lower half-height cubie drawers. The fse then removed the jammed medication and was able to recover the failed drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer reported that the user was able to remove the medication from the pharmacy resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction: section e1 name and address.